Manufacturer narrative:
Citation: michael salna. Impact of small prosthesis size on transcatheter or surgical aortic valve replacement outcomes. Catheteriza tion and cardiovascular interventions. 2018 march 1; 91(4): 765-773. Doi: 10.1002/ccd.27120 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding patient outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2000 and 2015. The study population included 170 patients, 17 of which were implanted with a corevalve or evolutr. Serial numbers were not provided. The study population was predominantly female; mean age 82 years. Among all patients implanted with a transcatheter bioprosthetic aortic valve adverse events included: increased gradient measurements, patient prosthesis mismatch, permanent pacemaker implant, mild paravalvular leak (pvl), and cerebral vascular accident (cva). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.